Manufacturer narrative:
Initial reporter name and address: reporting address line 1: (B)(6).

Event description:
It was reported that the ventilator had an error code indicating cannot reach target flow. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer was advised to perform a performance verification test (pvt). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/22/2022, 08/17/2022 and 08/25/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.